Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose did not match due to the basal edit screen being accessed. The basal edit screen matched the active basal program settings. The bolus totals had a greater than five percent difference. The bolus did not completely deliver for the patient, and cancelled on its own. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the delivered boluses were calculated for (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018; the delivered boluses on each day match correctly the tdd bolus history. The bolus history showed a cancelled bolus on (B)(6) 2018 at 17:57, where 0.00 units out of a programmed 2.8 units was delivered. The black box data for this date was not available. On investigation, the pump was exercised for 24 hours without any issues; all programmed deliveries were delivered and recorded as programmed. Investigation did not duplicate the complaint and the pump was found to be functioning as intended without malfunction.